Event description:
It was reported that the patient would have the implant moved from one side to the other side "tomorrow," but that the manufacturer's representative did not know why. Additional information received two days later reported that the case was cancelled. Additional information received twenty-two days later reported that one of the leads in the back moved starting "a couple months ago." It was noted that the patient had to have the whole system redone but was unable to get into the hospital to do so until (B)(6). Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received five days after the last report reported that the patient was talking about the possibility of replacement and was not 100% but was in a discussion phase with the doctor. It was noted that the leads did not migrate post implant, but when the anchors were deployed, the lead "was pulled down slightly." If additional information is received, a supplemental report will be filed.

Event description:
It was confirmed that the patient was not scheduled for replacement.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).